Manufacturer narrative:
Reagent issues were excluded since the repeat results using the same reagent were correct. The field service engineer (fse) found a blocked spring inside the sample probe head. The fse repaired this and confirmed the module was operating within specification. The service actions resolved the issue. The root cause of the blocked spring could not be identified.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for ferritin or glucose on a cobas 6000 c (501) module. Patient 1 initial ferritin result was 5.0 ng/ml. The repeat result was 117.7 ng/ml. The repeat result after cleaning the sample probe was 117 ng/ml. Patient 2 initial glucose result was 0.11 mmol/l. The repeat result was 5.27 mmol/l. The repeat result after cleaning the sample probe was 5.41 mmol/l. No questionable results were reported outside of the laboratory. The reagent lot numbers with expiration dates were not provided.